Event description:
Please refer to the initial-report.

Manufacturer narrative:
The infinity acs workstation nc consists of two main parts which operate mostly independent of each other. The ventilation unit vn500 performs the ventilation and the cockpit c500 is the main display and allows for user input. The c500 of the affected device including its log files was provided for the investigation. The c500 was analyzed in the dräger repair center but the reported behaviour could not be duplicated and it could be switched on without any issues. The device log files were incomplete around the reported time of event. This could indicate a temporary malfunction of the cockpit. Due to the incomplete log file, it could not be determined if and when a shut down of the cockpit took place. As a precautionary measure, the basis board of the cockpit was replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a loss of function of the cockpit infinity c500 the ventilation continued as set. The auxiliary acoustical alarm will be activated after 45 seconds in order to inform the user about the problem. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. In case of a complete loss of function of the ventilation unit, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. The auxiliary acoustical alarm will be activated in order to inform the user about the problem. This alarm is energized from an independent supply and will last for at least two minutes. However, manual ventilation with an alternate device may be considered necessary.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that while using on patient, the device suddenly shut down and device is unable to be powered on since. Patient had to be manually ventilated using manual bagging due to this failure. Cause of problem is the infinity c500 cockpit. The cockpit was transferred to a good condition demo unit babylog vn500 (with compatible software) and device is still unable to be powered on. No patient consequences were reported.